Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00035, 0001032347-2021-00042, 0001032347-2021-00043. Medical product: item# sp-2359 modified beck elevator; lot# unknown. Item# sp-2359 modified beck elevator; lot# unknown. Item# sp-2359 modified beck elevator; lot# unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that same item continues to break. Four (4) item had broken during use by same physician over a period of six (6) months.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation noted the tip of the instrument is fractured. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.